Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer¿s blood glucose (bg) level was reported over 600 mg/dl. Customer addressed bg by administrating a manual correction injection. Customer reverted to an alternate method of insulin therapy.